Manufacturer narrative:
Device evaluation: 1 x clso-7-12 of lot number c1664139 was not returned to cirl for evaluation. Therefore, a document-based investigation will be carried out. This file is related to pr 331172 (MDR ref: 3001845648-2021-00426) and 332455 (MDR ref: 3001845648-2021-00507). Documents review including IFU review: prior to distribution ¿clso-7-12¿ devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for clso-7-12 of lot number c1664139 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1664139. The instructions for use, ifu0045 which accompanies this device instructs the user to: ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ "select the cook stent introducer system (if not included) in the appropriate french size". It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. Root cause review: a definitive root cause can be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As per information received, it is confirmed that a 0.025" wire guide was used. Summary: complaint is confirmed based on customer testimony. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The doctor wanted to insert zso-7-12cbd to right hepatic duct, through the prepositioned visiglide 2 andgle wire guide, he made the zso-7-12 aproach, but stricture was so hard. He could not insert the zso-7-12. (Pr (B)(4)) he chose the clso-7-12, and retried. But second try was failed. (This report ) spsof-5-12 was inserted and procedure finished. (Pr (B)(4) - additional file) patient outcome: did any section of the device remain inside the patient body? No did the patient require any additional procedures due to this occurrence? No did the product cause or contribute to the need for additional procedure(s)? No were there any adverse effects on the patient due to this occurrence? No did the product cause or contribute to the adverse effect(s)? No